Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
A patient reported their device is hurting them and stimulation has been off for the past four months. The battery does not charge anymore. The patient said it hurts where the wires are and battery, that when they stretch it feels like it is pulling and it is painful. They were having epidural injections. The patient also had a CT scan and was told everything was in place. The system is going to be removed, however they are not sure they should get it replaced. Initially, this was covered by workers compensation and this case is closed. The implantable neurostimulator (ins) is indicated for cervical radiculopathy/lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had decided to take out the device and planned to have the surgery on (B)(6) 2016. The patient was going to decide at that time what other steps they would take.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.